Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as no lot number was provided. Based on the information received, the cause of the reported air embolism could not be conclusively determined.

Event description:
Related manufacturing ref: 2182269-2019-00026. During an atrial fibrillation procedure, the patient experienced st elevation and an air embolism occurred. Two difficult transseptal punctures were performed under fluoroscopic and ice guidance with short bursts of cauterization. The first transseptal sheath was inadvertently withdrawn to the right atrium. Shortly after, st elevation was observed on the inferior leads and air was visualized on fluoroscopy. 100% fio2 was administered and the st elevation resolved. The ablation catheter was inserted into the patient and the procedure was completed successfully. The patient is in stable condition.